Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient presented with silent ischemia and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 25mm long with a reference vessel diameter of 3mm. The target lesion was treated with direct placement of a 3.00x32mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient died due to an unknown cause. No additional information is available at this time.

Event description:
It was further reported that in (B)(6) 2013, the patient experienced myocardial infarction and died. No ECG was performed and no cardiac enzymes were drawn. The patient did not experience any ischemic symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).